Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified bd intima ii was crack at the adaptor leading to repeatedly puncture. Customer¿s verbatim: ¿ it was found adaptor crack leading to repeatedly puncture.¿

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8141408. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. 2 retained samples were tested for leakage and passed. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that an unspecified bd¿ intima ii was crack at the adaptor leading to repeatedly puncture. Customer¿s verbatim: ¿ it was found adaptor crack leading to repeatedly puncture.¿